Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found. Further testing revealed that the grommet was damaged and the set screw was lodged.

Event description:
It was reported that at implant, the lead, when attached to the device, showed noise and sensing difficulties. The device was removed and replaced. No patient complications have been reported as a result of this event.